Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on october 27,2021.

Manufacturer narrative:
This report is submitted on september 1, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to performance decrement. The patient was re-implanted with a new cochlear device during the same surgery.